Event description:
Related manufacturer reference number: 2017865-2020-21798. It was reported that the patient presented to the emergency room upon feeling a twitching sensation around their device pocket. No evidence of phrenic nerve or pectoral stimulation could be found. During the interrogation, it was noted that there was lead noise causing pacing inhibition on the patient's right ventricular (rv) lead. The physician performed programming changes to mitigate the noise. The patient was stable throughout. It was also mentioned that the patient had a left ventricular (lv) lead was inactive for an unknown reason. Additional information was requested but not yet received.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room upon feeling a twitching sensation around their device pocket. No evidence of phrenic nerve or pectoral stimulation could be found. During the interrogation, it was noted that there was lead noise causing pacing inhibition on the patient's right ventricular (rv) lead. The physician performed programming changes to mitigate the noise. The patient was stable throughout.